Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette was leaked before vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used posterior pak was visually inspected and no obvious defects were observed. The identification tabs and the infusion chamber were intact. The infusion cannula was not returned; lab stock was used for testing. The returned manifolds, connectors, and components were found to be in good condition. The connectors were connected to the cassette without any interference. The ball in the drip chambers¿ check valves moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The submerge leak test was performed on the cassette. No leakage occurred. The sample was tested using the console. The sample could be recognized by the console. The sample could prime and pass intraocular pressure (iop) calibration successfully. No air leak or occlusion was detected from the infusion air line and infusion cannula during priming process. No fluid flowed to the air line of the administration line. No leakage was detected from the cassette, drain bag, connectors, manifolds, pump elastomer or on the pump area of the fluidics module. No system message code displayed on console screen and the service data could be retrieved. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has determined that no further actions will be pursued at this time for this event as the returned sample functioned per specifications. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).